Event description:
The home patient's neighbor reported "fluid leaking from the home patient's transfer set". This was noted during use. The nurse reported there was no patient injury or medical intervention required.